Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range were not indicated. There were patients with 6 unknown gender.

Manufacturer narrative:
One sample was returned, and five samples were not returned. There were three cases with method codes of device not returned (4114), analysis of production records (3331), a results code of no findings available (3221) and a conclusion code of cause not established (4315). There was one case with a method code of type of investigation not yet determined (4118), result code of results pending completion of investigation (3233) and conclusion code of conclusion not yet available (11). There was one case with method code of analysis of production records (3331), result code of results pending completion of investigation (3233), no findings available (3221) and a conclusion code of cause not established (4315). There was one case with method code of testing of actual/suspected device (10), analysis of production records (3331), result code of operational problem identified(114), and a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).